Manufacturer narrative:
(B)(4). The event is confirmed. Review of the most recent repair record determined the unit had no power; the power inlet module fuse ports were blisters / melted. The power inlet module was replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing. The root cause of the reported issue is attributed to the time the high flow valve is left open is too short during the pump start up sequence. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that there was no power at all. Changed cords and still no power. The event did not occur during surgery. There was no patient involvement. The investigation found evidence of melting and blistering on the fuse ports. There was also burns and char on the fuse ports but there was no smoke. No adverse events were reported as a result of this malfunction. Attempts have been made and no further information has been provided.